Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual inspection revealed a discolored cable. Discolored cable is a cosmetic issue that does not affect device functionality and it is not related to the alleged failure. A functional evaluation revealed a blade stall error and overheating of the power cord. Further evaluation revealed a defective power cord. It was determined that the power cord has shorted internal wiring. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with a short circuit in the power cord. Factors that could have contributed to a shorted power cord include rolling a heavy cart over the cord or excessive bending of the cord. Several corrective actions were taken to reduce the occurrence of this failure. No further actions are required at this time.

Event description:
It was reported that the mdu had a sound in the motor and was heating. It is unknown whether the event happened during surgery and if there was patient involvement and if there was a back-up device available or if there was a delay.

Manufacturer narrative:
H10: internal complaint reference number: (B)(4).